Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set); which occurred on the homechoice (hc) during dwell 2 of 4. The technical service representative (tsr) explained the alarm. The tsr asked if the home patient (hp) had disconnected for any reason or if a line had become disconnected, the care giver (cg) said no. The tsr instructed the hp to end therapy due to the air within the lines and also to contact their nurse in the morning. The tsr assisted the cg to end therapy. The cg found that one of the heater lines had become disconnected when they went to close the clamp. The hp would do a manual drain for the night. Baxter product surveillance contacted the hp on (B)(6) 2012 the regarding reported problem. The hp stated that the line became disconnected because the connection was not on tight enough. The hp stated that they ended therapy on the machine, and finished using manual supplies. The hp stated that therapy has been continuing fine. They stated they have not talked to their nurse yet, but they will tomorrow when they have their appointment at the clinic. The hp stated that they have been double checking the setup to make sure everything is on securely now, and therapy has been continuing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line, which is a use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident.